Event description:
Olympus was informed that in the middle of a colonoscopy procedure the loop became locked inside the applicator of the device. The loop and accessories were removed from the patient and the intended procedure was performed with rectal polyp exteriorization through the anal canal; followed by the loop section and then part of the polyp excised with scissors. It was reported that the therapeutic procedure was modified by affixing several clips to the pedicle polyp, which reportedly caused stress to the patient. The procedure was prolonged for approximately 30 minutes and the patient required additional sedation. Olympus followed up with the user facility and was informed that the patient experienced rectal pain when the polyp was pulled through by bidigital examination. The patient also had rectal pain during manipulation of the area and abdominal pain due to long period of inflation. Bleeding was observed and was controlled with the use of non-olympus endoclips. No further information was provided.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the patient's outcome could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented. The instruction manual warns users: "operation of this instrument is based on the assumption that open surgery is possible as an emergency measure if the loop cannot be detached from the instrument or if any other unexpected circumstances take place." It also warns users that: "when removing the hook from the loop, confirm on the endoscopic image that the coil sheath is extended from the tube sheath. Otherwise, the loop may get stuck inside the instrument. Do not use excessive force when withdrawing the loop from the loop holder. Doing so could damage or deform the loop."

Manufacturer narrative:
This supplemental report is being submitted to (B)(4) to provide the device evaluation results. The evaluation confirmed the reported phenomenon of a broken loop, but was unable to conclusively determine the patient's outcome. The evaluation found that the loop wire was broken into two pieces and stuck inside the coil sheath at the distal end section. No further investigation was performed on the device due to the damage sustained. It is most likely that the device became stuck and then the loop wire became damaged during retrieval; the device became twisted inside the coil sheath and was then pulled inside the coil sheath attributing to the reported event.